Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the patient experienced cardiac arrest and the icm was explanted. Further information was requested but not received.